Event description:
It was reported that it was taking a lot longer than they thought it would to charge their implant. Patient stated that they were told it would only take about 30 minutes to charge, but they have been sitting for almost an hour and have only gone about 30%. (Started at 50%, now at 80%). Agent reviewed recharge duration expectations with the patient and redirected patient to healthcare provider to further address the issue. Patient mentioned that their stimulation settings were pretty high which is why they had to replace the battery so sooner. Patient confirmed they were able to get good connection on the recharger application. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider if issue persists. Manufacturing rep went through everything pretty thoroughly with her so no major questions other than her recharge session taking a lot longer than she thought.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.